Manufacturer narrative:
The service repair technician (srt) replaced the roller pump pod assembly, which restored power to the unit. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during testing of the device at the service center, the roller pump would not power on. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.